Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 53 reports, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The trs100sb2, anchor tissue retrieval system was being used on (B)(6) 24 and ¿during a laparoscopic procedure, a 10mm tissue retrieval bag broke when trying to extract the specimen out of a laparoscopic port site. This resulted in a larger incision being made to extract the bag and an additional hour under anesthesia.¿. This was reported as a product problem not an adverse event. It was reported there was no impact or injury to the patient. The reporter elected to remain anonymous. This report is being raised due to the reported injury of enlarging the incision site to extract the bag.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The trs100sb2, anchor tissue retrieval system was being used on (B)(6) 2024 and ¿during a laparoscopic procedure, a 10mm tissue retrieval bag broke when trying to extract the specimen out of a laparoscopic port site. This resulted in a larger incision being made to extract the bag and an additional hour under anesthesia.¿. This was reported as a product problem not an adverse event. It was reported there was no impact or injury to the patient. The reporter elected to remain anonymous. This report is being raised due to the reported injury of enlarging the incision site to extract the bag.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.